Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium (na+) result was obtained from a vitros performance verifier (pv) quality control (qc) fluid using vitros chemistry products na+ slides lot 4221-1006-6693 on a vitros 5,1 fs chemistry system. A definitive assignable cause could not be determined. Based on historical qc results, a vitros na+ reagent lot 4221-1006-6693 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4221-1006-6693. Vitros na+ within run precision testing performed by the customer on the vitros 5,1 fs chemistry system was within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor. However, because a marker precision test was not completed, an issue with the vitros 5,1 fs chemistry system could be entirely ruled out as a contributor to the event. As new vials of the vitros pv I and pv ii control fluids were used for troubleshooting and testing on (B)(6) 2019, a fluid related issue with the original sample or vial of pv I d6497 used at the time the higher than expected qc result was obtained cannot be entirely ruled out as a contributor of the event.

Event description:
A customer obtained a non-reproducible, higher than expected sodium (na+) result from a vitros performance verifier (pv) quality control (qc) fluid using vitros chemistry products na+ slides lot 4221-1006-6693 on a vitros 5,1 fs chemistry system. Vitros pv I d6497 result of >250 mmol/l vs. The expected result of 117.6 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros na+ result was obtained when the customer was processing a qc fluid and no results were reported from the laboratory. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).